Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off when the power cord was disconnected from power during therapy (medication, dose, programmed amount and delivery rate unknown) at the intensive care unit department. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'turn off when the power cord is disconnected' which was not duplicated during evaluation. A review of the event history log identified 'improper shutdown!' Messages. The cause was determined to be a depressed battery pins and damaged alternating current power adaptor. The rear case and alternating current power adaptor were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.